Manufacturer narrative:
Doctor stated he is waiting to see the patient back in follow-up in the next couple of weeks.

Event description:
During a casual personal conversation, doctor mentioned a case in (B)(6) 2018 where the patient developed a fistula.

Manufacturer narrative:
No device available for evaluation. Device history record review did not reveal any issues. Doctor did not provide any additional information.